Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery warning on device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2013 and performed to specification up to the (B)(6) 2015. On (B)(6) 2015 the device failed the weekly auto self-test due to a low battery. The device remained in fault mode while being power cycled multiple times between the (B)(6) 2016 and the final history log entry on the (B)(6) 2016. The returned pad-pak was installed. The device leds illuminated, no further activity was seen from the device. The device was tested on calibrated equipment and delivered a shock without fault. An acceptable measurement was recorded. The device was disassembled for further investigation. Investigation found the fault to be caused by a failure of component q31. Current leakage within component q31 had caused an increased current drain which resulted in the premature depletion of the installed pad-pak and therefore would have resulted in the device giving a low battery prompt on switch on as reported.